Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "joint pain", "muscle pain", "fatigue", "brain fog", "bursitis", "inflammatory conditions", "severe abdominal bloating" and "rupture implant that was heavily encapsulated". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, b3, d4, g2.

Event description:
Patient reported "joint pain", "muscle pain", "fatigue", "brain fog", "bursitis", "inflammatory conditions", "severe abdominal bloating" and "rupture implant that was heavily encapsulated". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Patient reported "joint pain", "muscle pain", "fatigue", "brain fog", "bursitis", "inflammatory conditions", "severe abdominal bloating" and "rupture implant that was heavily encapsulated". This record is for the right side. Device was explanted.